Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown. The integrity and physical appearance of all chemotherapy administered and the pump settings were checked by 2 rns. Patient noticed her shirt is wet, had chemo leak. Stopped infusion. Pump shows volume infused was 59 ml. Leak maybe about 5- 10 ml. Patient's clothing changed and put on a separate bag, instruction given on how to wash it, patient verbalized understanding, cleaned site with soap and water and then dried. New scrub top given to patient. Patient moved to a different room. Chemo spill clean up done.35000 came for final clean up. Notified pharmacy who came and inspect where the leak is coming from. Leak was from the connections between alaris filter and the injector. No crack noticed and all connections were tightened. Page md and his team, got new order for replacement bag. Replacement bag received from pharmacy. The integrity and physical appearance of all chemotherapy administered and the pump settings were checked by 2 rns. Patient tolerated today's chemotherapy treatment without incidence, left unit via wheelchair, assisted, and no apparent distress noted.